Manufacturer narrative:
A getinge field service engineer (fse) informed that the unit is irreparable and will be disposed of. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). (B)(6).

Event description:
It was reported that blood was coming out of the battery area of a rental cardiosave intra-aortic balloon pump (iabp).